Manufacturer narrative:
Unique identifier (UDI) (B)(4). This event occurred in (B)(6). The test strips were requested for investigation. Both the meter and strips were returned for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range:2.6 - 3.2 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc results were in the allowed range. No error messages occurred during investigation. Routine retention testing is performed. Test strip retention samples passed the internal inspection. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of discrepant inr results with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. At 3:23 pm, the meter result was 2.6 inr. At 4:44 pm, the result from the meter was 2.8 inr. At 6:00 pm, the result from the meter was 2.9 inr. The patient was tested on a professional coaguchek device and the result was 2.6 inr. The result from the laboratory was 4.2 inr. The tests were all within 4 hours. The patient has a therapeutic range of 3.5-4.0 inr.